Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in germany. The electronic gas blender was tested and deviation of air and co2 flow was confirmed. The gas regulator air, gas regulator co2 and measuring bridge need to be changed-out to calibrate the gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender presented a deviation of the air and co2 flow (air flow offset) greater than 0.5 l/min. The issue was identified during maintenance and there was no patient involvement.

Manufacturer narrative:
H10: in order to solve the issue, air and co2 gas regulators and measuring bridge were replaced during unit inspection at manufacturer's site. Subsequent functional verification testing and calibration was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2006. Based on investigation results of similar events, a deviation in the components found defective cannot be excluded. In detail, sensors drift could have led to inaccurate flow measurement readings. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.